Event description:
My son was diagnosed with testicular cancer. Had two surgeries in which heparin was used, and then began chemo 5 days later where heparin was used to flush the catheters, and his chemo port before and after his chemo. He did chemo for 5 days in a row. After the last day of chemo, we noticed his face and neck swollen and red. The following day, he went to the e.r. Six days later, he was in the e.r. Again as he was having difficulty and pain when swallowing. The next day to the e.r. Again for cold sweats and chest pain. The next day, he was in the e.r. And admitted as he couldn't breath and had severe pain in his left lung. They found blood clots had gone through his heart into his lungs, killing the left lower lobe of his lung. They said that should have killed him, I am very lucky to have him and nobody knew what had caused this to happen. He was life flighted to a hospital to be cared for. After reading of the problems with heparin, I now honestly believe this is what happened to my son and I want to report this, because this happened in 2006, so I believe this problem with heparin began in the end of 2006. Dates of use: 2006. Diagnosis: surgery. To flush catheter. Events abated after use: yes.